Event description:
It was reported that (1) tlc75 was used during a colectomy procedure. It was reported by the rep that the initial use of the tlc75 did not work properly. A new tct75 was used to finish the case. There was no consequence to pt. Additional info from rep: device would not fire.